Manufacturer narrative:
E1 - initial reporter establishment name: (B)(6). The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The customer reported that the gastrointestinal videoscope displayed no image. The issue occurred during setup, before the patient was in the room. There were no reports of patient harm.